Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of cine drive not available. The fse determined the cause of the problem to be the cine drive. Fse replaced the cine drive to resolve the issue. The fse verified system functionality. The cine hard-drive provides a means of saving digitized dynamic x-ray images to a hard-drive and viewing the stored images using the system monitors. The performance of the hdd degrades over time and eventually the drive fails due to normal wear and tear of the moving components and degradation of the ferromagnetic material on the platters. Without the cine drive, the system will be unable to save or review images from the cine hard drive inhibiting cine function. Based on age of the system, manufactured in 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This is not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer indicating that the system lost cine functionality. No patient serious injury or death was reported related to this event.